Manufacturer narrative:
MFR ref no. (B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk amount of spectrum pumps are alarming "upstream occlusion" when no occlusion is present (medication, programmed amount and delivery rate unk). The customer stated that this occurs more frequently with blood products and antibiotics, and when more than 1 pump is delivering to the pt. The customer also stated that this has occurred lens frequently after baxter provided add'l training and that there was no pt injury.